Event description:
Additional communication from the agent covering the issue confirmed that the patient's catheter was replaced.

Manufacturer narrative:
Device was discarded and not returned for additional evaluation and investigation. Per the instructions for use of the device, catheter disconnection is a known possible risk of use of the device. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending confirmation of revision surgery and device disposition. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Physician does not know what caused the catheter to disconnect from the pump. Internal complaint number: (B)(4).

Event description:
Reporter stated that a patient's dye study showed that their catheter was disconnected from their pump. Pooling of iodine contrast injected through the side port was noted around the intrathecal pump versus at the end. Patient reports the pain is worst now than before the pain pump was implanted. No trauma or falls reported. Physician plans to replace the catheter and use the same pump.